Manufacturer narrative:
The returned device was evaluated. During investigation, it was found that the device failed the continuity test. It was also found that when tested with masimo equipment. A "replace cable" error message is displayed.

Event description:
It was reported that the trace on the lp15 screen is a dotted line and the sensor leds are off. Turning the device on and off does not fix the problem. It was also reported that there is sometimes a message on the spo2 that reads "check sensor", observed during patient monitoring. It was reported that changing the sensor does not restore operation, but sometimes moving the red connector does restore operation of the device. There is no known impact or consequence to the patient.